Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair is "3-wheeling" and his tech advised he thinks the crossbraces are bent.